Event description:
Edwards received information that a 23mm 3300tfx pericardial aortic valve, implanted approximately four (4) years and eight (8) months, was explanted due to dilation of aortic root. Although there was no problem with the device, bentall surgery was performed and the device was replaced with a 11500aj23 pericardial aortic valve with a concomitant tricuspid annuloplasty. The patient status was reported as under treatment. The device was returned for evaluation. There was no allegation of device malfunction. The device was originally implanted for aortic valve replacement to correct aortic regurgitation. Product evaluation identified moderate host tissue overgrowth.

Manufacturer narrative:
The device was returned to edwards for evaluation. Device evaluation: customer report of dilation of aortic root could not be confirmed through visual observations. X-ray demonstrated wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 1 at the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 2 at the outflow aspect. Host tissue overgrowth on the stent circumference was moderate at the outflow aspect and minimal on the inflow aspect. Host tissue overgrowth fused leaflets 2 and 3 by approximately 4mm at commissure 3 on the outflow aspect, restricted leaflet mobility and led to stenosis. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10. Additional manufacturer narrative: the device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The most likely cause is patient factors.